Event description:
The report stated that the pencil was connected to the es generator and laying on drape during a breast augmentation with full abdominalplasty. The surgeon had been using the pencil prior to setting on the drape, when the drape began smoking and then caught on fire. There were no injuries to anyone and no contact with the patient. Power was set at 60 and o2 delivered at 1 liter through a closed circuit tube. Betadine was used for prep.